Manufacturer narrative:
(B)(4). As noted by analysis, the insulin pump was received with cracked and bleeding lcd glass, a cracked reservoir tube lip, a cracked case near display window corners, cracks on display window, and minor scratches on the display window.

Event description:
It was reported that the insulin pump was damaged on the screen and casing. It was stated the drive support cap appears normal. Customer's blood glucose was 184 mg/dl at the time of the incident. The insulin pump was returned for analysis.